Manufacturer narrative:
The returned rongeur was visually and functionally examined. It was found to have some wear on the jaws as well as some friction in the slide. The manufacturing records were reviewed; there were no indications of manufacturing issues which would have contributed to this event. The complaint is confirmed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Device product code: htx. Report two of two for the same event, reference 3004485144-2016-00127.

Event description:
It is reported the end tip (mouth) of the rongeur broke during surgery. No adverse events were reported.